Event description:
It was reported that the perfusionist team opened a centrimag pump case to set up a circuit for a patient and there was no pump inside of a completely new case.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Section d5: operator of device corrected. Section h5: corrected. Manufacturer's investigation conclusion: review of the submitted photos confirmed the report of a missing centrimag pump from the case; however, a specific cause for the reported event could not be conclusively determined through this evaluation. Review of the submitted photos confirmed that there was no pump box within the pump case, and the sealed tag connector had been broken, consistent with the customer opening the case. Damage was noted to the small plastic bridge of the case near the handle, which is where the sealed tag connector may have been secured. Damage to the plastic bridge could allow the case to be opened without breaking the seal, at which point the pump could have been removed from the case; however, a specific cause for the missing blood pump could not be conclusively determined. Review of the device history record (DHR) for the centrimag blood pump, lot # 10184555/(B)(6), revealed no deviations from manufacturing or quality assurance specifications. All case-sealed pumps in the lot passed the weight test after labeling and sealing. The centrimag blood pump instructions for use (IFU) contains the following cautions: IFU warning #2: back-up components must always be available. IFU caution #8: the blood pump is provided in a sterile state in an unopened and undamaged unit package. Inspect device and package carefully prior to use. Do not use if the unit package or the product has been dropped, damaged or soiled. The IFU also has a section titled ¿emergency backup-up equipment¿ which instructs to have a back-up sterile centrimag blood pump available. The current revisions of the instructions for use (IFU) and operation manual can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
There was no delay in patient procedure. There was no impact to patient condition or adverse events. The healthcare providers had another unit and were purging the pump. The patient received a new centrimag pump.